Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified solution. The customer contact reported that an unspecified adapter was attached to the luer lock connector, that was then attached to the distal clave y-site port of the tubing set. The unspecified adapter was accessed with a needle to deliver an unspecified chemotherapeutic agent. The customer contact reported after an unspecified length of time in use, the connector luer lock disconnected from the distal clave y-site port. After the disconnection, it was reported that the silicone seal of the clave y-site port remained in the open position. It was reported that an unspecified volume of solution leaked. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.